Event description:
Site informed the manufacturer, berlin heart (B)(4), that they observed blood between the layers of the triple layer membrane in front of the stabilization ring of the excor blood pump. The patient was supported with the excor system in lvad configuration. The clinic decided to exchange the excor blood pump in question. Per report by the site the exchange of the excor blood pump was uneventful and the patient did not experience any untoward effect.

Manufacturer narrative:
(B)(4). The excor blood pump, s/n (B)(4), was used from (B)(6) 2014 to (B)(6) 2015 (204 days). We have reviewed the production records of the excor blood pump s/n (B)(4). This pump was produced according to our specification. The blood pump is designed with a triple layer membrane separating the air chamber from blood chamber for safety reasons. The entire membrane consists of an air-side layer, a middle layer and a blood-side layer. In case of disruption in one of the triple layers, there are two more layers that will maintain the integrity of the air and blood chambers. During initial investigation of the returned blood pump a defect of the blood-side layer of the triple-layer membrane was suspected. However, evaluation of the blood pump s/n (B)(4) is still ongoing.

Manufacturer narrative:
(B)(4). The blood pump that is the subject of this report (s/n (B)(4)) was evaluated by berlin heart (B)(4), the manufacturer of the pump. The disassembled pump revealed a hole in the blood-side layer of the triple layer membrane just before the blood membrane rolling radius opposite the stabilization ring. The blood membrane showed irregular stress sites along the circumference. At the edge region close to the stabilization ring a more heavily stressed area was observed. Also observed diminished lubricating film or graphite coating in this area of the membrane. During the failure investigation in the area of the hole, which is near the edge of the blood membrane, a reduced membrane thickness was determined. The reduction of the membrane thickness indicates that most probably an irregular load of the membrane has occurred, which eventually led to the membrane defect at the thinnest location. The cause for the defect of the blood membrane is, in this case, a reduction of the membrane thickness due to a local abrasion of the graphite coating. The manufacture has implemented some changes in the production process to mitigate membrane layer defects and has trained production workers to optimize the amount of graphite between the layers.